Event description:
It was reported that a patient was unable to adjust their stimulation. It was stated that the programmer was displaying the "in the box" icon. It was not known if the patient was using the antenna locate feature or not. It was noted that the patient last recharged their device approximately two weeks prior. The day after she last recharged she went to use the programmer and got the "box" message. The patient was still receiving stimulation and they were able to turn it on or off using the recharger, but they could not adjust stimulation with the programmer. Three days later it was reported that the patient met with a medtronic representative. It was stated that the patient had "locked up" her device after charging. The representative was able to clear the "lock" with the clinician programmer. It was stated that the patient was using her stimulation "successfully". No further information was provided.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, product type: lead. (B)(4).